Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found the refrigerator door unlocked and performed a full power cycle of the refrigerator, battery switch, and medstation. After reboot, the customer recovered the refrigerator, but it failed again due to the door lock remaining in the unlocked position. The fse secured the door lock, rebooted the station, had the customer recover the failure again, and tested the refrigerator in the hardware test application (hta). The customer also verified proper operation, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the nicu 2 refrigerator was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.